Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. Attempts have been made to gather all product identification information and no further information has been provided. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definite root cause cannot be determined. If any further information is found which would change or alter any conclusion or information, a supplemental report will be filed accordingly, zimmer biomer will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a patient underwent an initial knee arthroplasty on an unknown date. Subsequently, the patient reports experiencing significant pain. The patient has scheduled an appointment with their physician. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown - unknown femur - unknown. Unknown - unknown tibia - unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.